Event description:
The provue missed an antibody that was detected in manual gel. Incorrect results were reported as a result of this incident.the patient experienced a transfusion reaction. Corrected reports have been issued for the affected samples.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and performed diagnostics. All diagnostics passed. The fe checked the provue incubator temp and vacuum pressure. The incubator temp was adjusted to 37.0 and vacuum pressure was ok. The fe also checked the provue probe and syringe. The provue probe and syringe checked ok.the customer ran qc. All qc passed.repairs have returned the instrument to expected operation.(B)(4).